Event description:
It was reported that during the procedure, when the surgeon was performing a tibial nail and hit the impactor, the teeth of the drill guide was broke. All pieces were recovered. The procedure had a delay between 0-30 min and the surgery was finish using a backup from smith&nephew. No patient injury or other complications were reported. The surgeon was satisfied with the surgical outcome and did not blame the device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per report, all of the broken pieces were recovered from the patient. The procedure was completed using a back-up without delay. Per e-mail communication no patient injury occurred due to the additional surgical time. Since no adverse events are being reported due to the reported event, no further medical assessment is warranted. A visual inspection confirmed the posts are damaged on the std drill guide. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management files revealed that this failure mode has been identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.